Event description:
The reporter indicated that "scrambled pacing parameters"were seen post interrogation. The parameters were altered significantly and the pacing programmer recommended performing a "back up reset."